Event description:
It was reported that the patient experienced dyspareunia following a thermachoice procedure. The pt with a menorrhagia and a normal uterus. The pt's ultrasound showed no fibroids and the pt's endometrial biopsy was negative. The procedure was uneventful. The patient has had no post-operative bleeding or discharge. The pt felt well until, at 4 weeks post-op, the pt developed pelvic pressure without fever or chills and severe dyspareunia. It is unclear whether the pt had coitus prior to this time post-op. On examination the pt had cervical motion tenderness and a tender uterus. The pt's cbc was normal and the pt was afebrile. An ultrasound showed a 1cm endometrial canal. Physician is considering evaluating the pt for possible hematometrium. Physician noted that the history, exam and ultrasound would be consistent with that diagnosis and stated that he would try an uterine sounding in order to diagnose and potentially treat the pt.